Event description:
Customer reportedly received results of 259 mg/dl and 112 mg/dl within 10 minutes on the advantage system. No actions taken based on device results. Controls were run and in range (unknown when controls were ran). No adverse event reported. Requested return of suspect device and replacement was sent.